Manufacturer narrative:
Insulin pump was received with an intermittent button response, due to corroded keypad traces. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump had minor scratches on lcd window, cracked belt clip slot on battery threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the buttons on the insulin pump were not working. Customer's daughter stated customer has memory problems and pushes the buttons and when she attempts to press the act button nothing happens. If customer's daughter press the b button it does go to the bolus option. Customer was attempting to change reservoir but he could get to the menu. Customer's blood glucose was 210 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer's daughter was advised to discontinue use of the device and revert to back up plan. Customer's daughter was not sure why customer was high and stated it might be because of what was going on with the device. No further information reported.